Manufacturer narrative:
Unit failed displacement test after triggering pump error 39 during bolus delivery. Pump passed self-test. Unable to perform rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to pump error 39. The p-cap/reservoir does lock properly. Unit successfully downloads to thus. However, confirmed pump error 39 in the pump history download on 07/31/2023 08:07:24.000 due to high current motor draw. No moisture damage noted to motor assembly per visual inspection. The following were noted during visual inspection: corroded battery tube, scratched case, pillowing keypad overlay, and battery tube threads cracked. All buttons functioned properly during test. No keypad anomaly noted. Confirmed pump error 39 in the pump history download due to high current motor draw. All buttons functioned properly during test. No keypad anomaly noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a motor current error detected (pump error 39). Troubleshooting was performed and keypad/stuck button alarm but this alarm was resolved. The customer was not able to clear the alarm. The time clock was visible on the screen. No harm requiring medical intervention was reported. The customer will discontinue using the device and the insulin pump will be returned for analysis.